Event description:
Reportable based upon analysis completed on (B)(6) 2012. It was reported that during preparation of a 035/260 magic torque guide wire the device unraveled while it was being removed from the hoop. No patient complications occurred as the event occurred prior to patient contact. Returned product analysis revealed a guide wire fracture.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:examination of the returned device revealed the spring tip severely elongated and unraveled. The elongation was noted at 5.5 cm from the distal ball weld section, approximately 13 cm elongated. There was also evidence of a core wire fracture at 255.2 cm from the proximal section and a kink at 6.5 cm from the proximal section. Sem analysis revealed the guide wire appears to have been pulled against resistance. No material anomalies were found. The outer diameter of the guide wire revealed no damage and is within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4).

Event description:
Reportable based upon analysis completed on (B)(6) 2012.it was reported that during preparation of a 035/260 magic torque guide wire the device unraveled while it was being removd from the hoop. No patient complications occurred as the event occurred prior to patient contact. Returned product analysis revealed a guide wire fracture.